Event description:
It was reported that a user¿s blood glucose trended high after starting on the ilet pump, with the device indicating insulin delivery but suspected poor absorption; the user saw no leaks or bubbles and received no occlusion alerts, performed a complete supply change using provided instructions, and provided lot numbers, with follow-up arranged to confirm a downward trend. Symptoms included hyperglycemia with a reported blood glucose of 224 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.